Manufacturer narrative:
Evaluation summary: product history records could not be reviewed because the literature report did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Additional information has been requested but not received to date. Literature reference: kermani o. Häufigkeit, ursachen und verlauf von multifokalen iol ¿explantationen (explantation of multifocal iol ¿frequency, causes and course). Z. Prakt. Augenheilkd. 36: xxx-xxx (2015). The manufacturer internal reference number is: (B)(4).

Event description:
A literature article discussing the results of a retrospective study of explantation of multifocal intraocular lenses (iols) reported that two patients underwent iol explantation due to development of epiretinal gliosis. Membrane peeling was performed and the iols were replaced by a monofocal sulcus iol. At 12 months post-explantation, recovery was achieved to full visual acuity in both patients. According ot the authors, preoperative existence of gliosis can be excluded in the two patients as the hospital performs an optical coherence tomography (oct) of the retina on all patients prior to multifocal iol implantation. Additional information has been requested but not received to date. This is one of five reports associated from the same literature article.